Manufacturer narrative:
The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. Inspection findings are as follows operation channel- primary slice by accessory; fluid invasion not observed in control body; passed wet leak test insertion tube abrasion; passed dry leak test; fluid invasion not observed in pve connector; eus cable single/ long bump at us connector root brace; eus cable short bump at junction root brace; customer complaint confirmed; the device was repaired where all defects found was remediated and returned to the user on delivery (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax loaner video scope eg-3870utk. In the event reported the user stated the reasons the scope was sent in was due to the biopsy channel showing damage. They borescope all their scopes and this damage was found upon borescoping. There was no injury or issues with a patient. It is a subsequent finding. Additional information was provided by the user on (B)(6) 2021 stating the damage reported was 'biopsy channel has loose strands inside'. This was discovered during a routine check (inspection) using a borescope. The event timing was during biomed inspection of the device. There was no adverse event reported with this complaint. No other information provided with this complaint.